Event description:
It has been reported to us that the physician was unable to cannulate the cs and when he removed the catheter, he found a piece of tissue attached to the catheter; he removed the tissue and sent it to pathology and found it to be endocardium. Patient showed no complications immediately post procedure or the next day. The sample has been returned for our analysis.

Manufacturer narrative:
Device received, evaluation not yet completed.